Manufacturer narrative:
Event details updated. Patient details updated. No further issues happened, swapped out pump same day, no delay.

Event description:
Information was received indicating that a smiths medical pump was dropped in the water and the pump won't turn on. There were no reported adverse events.